Event description:
Device has been explanted.

Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. Reason for reoperation is capsular contracture baker grade unknown. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reported on behalf of a patient left side "anxiety, panic attacks, numbness, swollen lymph nodes, and capsular contracture," baker grade unknown. Device remains implanted.